Event description:
It was reported when using the bd saf-t-intima IV catheter safety system there was foreign matter on the device needle tip and tube. The following information was provided by the initial reporter. The customer stated: "when the nurse performed puncture, she found that there was a gelatinous object at the needle tip and catheter tube.'

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/9/2021. H.6. Investigation: our quality engineer inspected the 1 sample and 2 photos submitted for evaluation. The reported issue was confirmed upon inspection of the sample and photos. During examination of the sample, silicone was found on the catheter tip. However, silicone is not considered a foreign matter particulate since it is a part of our manufacturing process. Silicone is applied to our product as a lubricant to assist in the insertion of the product during use. During the lubrication process excess silicone can build up in the catheter and appear as a particulate. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1021359. Medical device expiration date: 2025-01-31. Device manufacture date: 2021-02-19. Medical device lot #: 1082523. Medical device expiration date: 2025-03-31. Device manufacture date: 2021-05-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd saf-t-intima IV catheter safety system there was foreign matter on the device needle tip and tube. The following information was provided by the initial reporter. The customer stated: "when the nurse performed puncture, she found that there was a gelatinous object at the needle tip and catheter tube.'